Event description:
Customer reported via phone call to have unexplained high blood glucose. Customer had received no delivery and switched site a few times and blood glucose was lowered but not by much. Customer's blood glucose was 600 mg/dl. Customer had symptoms of frequent urination. Customer gave bolus and blood glucose lowered to 576 mg/dl. Customer contacted healthcare professional who advised customer to go to the emergency room. Customer attempted to troubleshoot instead but was not feeling well. Customer reported that cannula was not bent and there were no leaks. Customer was advised to go to the emergency room and to call back to complete troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.